Manufacturer narrative:
Evaluation summary: post marketing vigilance (pmv) received one device, opened by the account without the appropriate packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. No witness marks on the bevel wall were observed for the instrument, indicating proper jaw alignment. No sheering on the toggle switches was observed. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Both instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
.

Event description:
According to the reporter: the staff had difficulty loading product. The toggles were stiff. The needle fell out of the device. To correct the condition, a new device was used. The patient is okay.